Event description:
Customer called lfs in 2002 alleging that their meter was reading inaccurately erratic. The ccr discovered that the meter would only display the initial screen display of "888" and the customer was unable to obtain a blood glucose result or run quality control check. The "888" allows the user to confirm that all display segments are working properly and that the system is performing several self-checks. Patient reported in 6/2002 around 2:30 pm they were walking to their car and felt ill. Customer reported that they passed out, however, patient then explained that they felt ill and called 911 [sic]. The emt rushed them to the hospital. Patient had a blood glucose result of "56 mg/dl" on the emt meter. Patient received bed rest and juice to increase their blood glucose at the hospital. Patient was released from the hospital the same day. There was no evidence provided that the meter may have been reading erratically. Ccr was unable to run quality control because the meter would only display "888". Issue was not resolved. Ccr replaced meter, test strips and control solution. No further information was provided.